Event description:
It was reported that a spectrum iq infusion pump downstream occlusion pressure too high during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing for downstream occlusion detection the device passed and the reported issue was not replicated. Instead the device alarmed for a false downstream occlusion during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the false downstream occlusion was determined to be an out of calibration downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.